Event description:
It was reported that there was ipg (implantable neurostimulator) infection together with a skin erosion at the pocket site. Ipg revision was going to be done on the day of the report. It was also reported that the surgeon decided to only explant and remove the right sided ipg. He capped the extension. Three days later it was reported that a culture was done but the results were unknown. The patient had a left sided system remaining.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0apd4, implanted: (B)(6) 2013, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0au2v, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0apd4, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information reported indicated that perioperative antibiotics had been administered. The patient did not have meningitis. Signs and symptoms of the infection included redness, incisional wound opening, and pocket erosion. Primary location of the infection was at the device pocket. A culture was obtained at the device pocket. IV antibiotics were administered for the infection. The infection was resolved.